Event description:
It was reported that post-procedure evaluation, dislodgement was noted on the right atrial (ra) lead, confirmed by diagnostic imaging. The ra lead was repositioned on the same day, (B)(6) 2025. The patient was stable.